Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age or date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: cath lab director. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band seemed to leak air once inflated. 13cc of air was applied to the tr band and took approximately 15 minutes to lose air. A second tr band was placed above the initial tr band to achieve hemostasis. Patient was in stable condition. It was unknown where the tr band was leaking air from. There was no noticeable damage to the device. The device was not manipulated before use in any way. The tr band was stored in a bin in the procedure room. Procedure performed prior to use with the tr band was left heart catheterization.